Event description:
Stone retrieval basket became lodged around large ureteral stone during a cystoscopy laser lithotripsy. Stone basket was disassembled and reassembled while inside ureter/bladder and the distal most piece of the retrieval device broke off and remains retained in the patient either in the ureter or bladder.